Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on an unknown date following the implant of this transcatheter bioprosthetic valve, the valve was subsequently explanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Subsequently, cardiac tamponade and an annular rupture were observed. The valve was deployed emergently soon afterwards. It was determined that following deployment of the valve, the cardiac tamponade was growing, and the decision was made to send the patient to emergency surgery to repair the rupture and explant the valve. Subsequently, the patient died. Per the physician, the procedure contributed to the death, but the valve did not cause or contribute to the death. The cause of death was due to a ruptured annulus caused by the bav prior to valve implantation. Additionally, the patient's calcified anatomy contributed to the death.